Manufacturer narrative:
Initial.

Event description:
It was reported that the pump¿s screen bezel was separating and the device was physically falling apart, consistent with a hardware enclosure integrity issue; a replacement device was provided and the original was requested for return. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health status and no alerts or alarms. Investigation included internal review and remote troubleshooting and education with attempts to verify serial number and shipping information. Investigation of this case revealed a mechanical enclosure defect affecting the screen bezel, consistent with previously observed hardware wear or damage of the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage or wear unrelated to device software or therapy performance.